Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. Customer stated that the buttons were not responding. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.